Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, after which insulin delivery was resumed. Tandem technical support instructed the caller to perform several actions indicating no issues with the pump, however, a one-time pump replacement was arranged.